Manufacturer narrative:
The device was not returned but radiographs confirmed screw back out. The implant remains in-situ, and no further investigation can be completed at this time. It is unknown if the patient complied with postoperative instructions. Root cause has not been determined, no conclusion can be drawn. Review of labeling notes: warning cautions and precautions: "potential risks identified with the use of this device system, which may require additional surgery, include: device component t fracture, loss of fixation, fracture of the vertebra, and vascular or visceral injury. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Device remains in-situ.

Event description:
On (B)(6) 2013, a (B)(6) male patient was implanted with a helix revolution acp system. In (B)(6) 2013, radiographs showed possible screw back out. Surgeon has elected to monitor the patient's condition. Device remains in-situ. No revision surgery is scheduled at this time.